Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a low flow. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed with the new set of pads without further issue.

Manufacturer narrative:
Received 1 set of 2 used arcticgel pads only. Only the thigh pads were returned for evaluation. Visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and evidence of use was noted. The trim pattern of the pads were found to be correct and the energy connectors were found free of damages and presented good connections. The fluid delivery was noted to have been disconnected from the pad on the right thigh pad. The following functional evaluation was performed: the fluid line was connected to the pads and then submitted to the flow rate test with an arctic sun machine model 2000 for 10 minutes: left thigh pad: a total of 4.61 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 3.66 l/min m2 of flow rate were registered during the test. The flow rate was found to be acceptable on all of the returned pads. The flow rate for this product must be above 2.4 l/min m2. The reported event was unconfirmed as the products were found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.